Event description:
Emergency medical technician's responded to a person described as in full cardiac arrest. The pt was connected to the device and the "analyze" button pressed. According to the reporter, the device advised no shock when the device displayed course ventricular fibrillation. Protocol for one minute of CPR was abandoned and the "analyze" button was pressed again. The device advised a shock which was delivered by the operator. An unk number of shocks were subsequently delivered and the pt transported to the hospital. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.